Event description:
It was reported that a female patient was treated approximately seven months ago ((B)(6) 2013) for a mandible fracture. She subsequently complained of pain and was taken to the emergency room. It was discovered via x-rays that two unknown screws had backed out of the 2.4 mm mandible locking plate. A nonunion or partial union was also reported. The patient was explanted on (B)(6) 2013 and implanted with another plate. It was reported that the procedure was successfully completed. This report is for an unknown 2.4 mm mandible locking plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown 2.4 mm mandible locking plate. Implant date: approximately (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.